Event description:
It was reported that during the carotid stent implantation in the left internal carotid artery, the patient experienced a facial droop with balloon dilatation. The embolic protection filter was filled with soft plaque and was thought to have resulted in transient occlusion of the left internal carotid artery. The facial droop resolved upon removal of the filter. Several hours later, the patient developed aphasia, ataxia and a facial droop and was treated neosynephrine and levophed to maintain a permissive hypertension. The carotid stent was reported to be widely patent. However, a CT angiogram of the head and neck revealed cerebral thrombi thought to be micro emboli related to the stent and underlying soft plaque. Additionally, the patient experienced premature ventricular contractions, and cardiology was consulted for the arrhythmia. All symptoms resolved, and the physician indicated that the patient had returned to neurological baseline by the time of discharge, 3 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of arrhythmia, embolism, neurological deficit/dysfunction and weakness are listed in the rx acculink instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.